Event description:
It was reported to philips that, while in clinical use, table swivel movement was unavailable. The report indicated that an injury occurred; however, no further details regarding the alleged injury have been provided to date. An investigation into this complaint has been initiated by philips.